Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 74.9cm and 73.9cm from the iab tip. The extender tubing and three-way stopcock were returned. - the technician attempted to aspirate the inner lumen and was unable to do so. - the technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion. The evaluation confirmed the reported event. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.

Event description:
N/a

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that after the insertion of an intra-aortic balloon (iab), blood would not aspirate from the inner lumen. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.